Event description:
The customer reported the tubing ballooned during an infusion. The pt had a clotted port-a-cath might have caused enough back pressure upstream to cause the balloon. The port-a-cath was determined to be infected so it was removed. No pt harm or medical intervention was reported. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for eval.